Event description:
The pt was undergoing cystoscopy for a bladder stone when a piece of metal from the cystoscopy sheath separated from the tip. A grasping instrument was used to retrieve the loose object from the bladder. No other problems were reported.